Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5001535. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5001541. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent a full explant procedure and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.